Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31ga 5mm experienced an outer cover that would not detach from the pen needle. The following information was provided by the initial reporter: the outer cover was loose and the pen needle could not be detached.

Event description:
It was reported that the pen ndl 31ga 5mm experienced an outer cover that would not detach from the pen needle. The following information was provided by the initial reporter: the outer cover was loose and the pen needle could not be detached.

Manufacturer narrative:
H.6. Investigation: one open and fourteen sealed 31g x 5mm pen needle samples and four photographs were returned from lot. No. 0330582. Cat. No.320129. Visual examination and a functionality test was carried out on the one open sample and fourteen sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified.